Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for between 36 to 48 hours at the time medical attention was sought. On sunday, march 29, the patient experienced a seizure while at a restaurant. The reported blood glucose level associated with the event was 18 mg/dl. The patient was transported to the emergency department on march 29 and was subsequently admitted to the hospital. Hospitalization continued until the evening of tuesday, march 31. The diagnosis reported at the time of medical attention was hypoglycemia. During hospitalization, medical management consisted of glucose monitoring and regulation of glucose levels. Prior to medical evaluation, the patient reportedly treated low blood glucose with jelly and orange juice. The patient alleged that the medical event was related to use of the pod. The pod was not retained and was not available for evaluation.